Event description:
In 2007, I had a "stryker corporation device hip replacement". My right hip. In approx three months later, it was found "defective" requiring a revision. The revision consisted of 2 screws being inserted in the device through to my hip. I am unable to sit on a firm chair or lie on my right side.